Manufacturer narrative:
Eval. Result: pump bar, plastic sliders.

Event description:
It was reported by service report that the stretcher would not pump up. There was pt involvement; however, no adverse consequences were reported.